Manufacturer narrative:
Results eval: our investigation into this event is limited as no sample was returned for investigation. A review of the mfg records reveals no info that would indicate a device failure. A review of our complaints database reveals no other reports on this device lot number. Without the actual event sample we are unable to determine if a qual issue results with the event sample. It is our mfg experience, that incorrect insertion/threading techniques can cause catheter tip damage during the insertion process. Premature advancement of the catheter over the top of the needle may cause the catheter tip to fold inward and split/shear due to the lack of support from the needle. Smiths instructions for use (IFU) states that the device should be held at an appropriate angle during insertion. The IFU also states that the user advance the catheter and needle together to assure full catheter entry into the vein lumen. If the venipuncture is not successful, the user should discard both needle and the catheter. This report has been logged for trending.

Event description:
User alleges that during the retrieval of the catheter, it broke and part of it remained in the vein. The pt had a vascular procedure to extract this part with no success. Event occurred in other country.